Event description:
The customer reported a colleague pump that alarmed for failure code 810:11 which interrupted patient therapy. No patient injury or medical intervention was reported by the customer. No additional information is available at this time. The software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.